Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was bloated. The field service engineer (fse) worked with the customer to reduce the database bloat. The customer tested the system afterward, and the functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es database bloated. The customer stated that the malfunction had caused a delay because the application would not load, making the station unusable. There were no adverse events or injuries reported based on this event.